Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021- 04854. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was not returned to edwards lifesciences for evaluation. A review of post-procedural device photo showed balloon stuck inside circumferentially delaminated liner of the sheath. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to withdrawal difficulty and balloon leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty was confirmed by the provided imagery. The complaint for balloon leak/damaged was unable to be confirmed due to unavailability of applicable imagery and returned device. A review of DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the balloon caught the tip of the esheath, causing the inner lining of the sheath to bunch-up under the balloon causing it to become stuck.'' The patient was also noted to have tortuosity. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip, as noted by the sheath liner bunching observed. It was also noted that ''the valve was implanted successfully with 3+cc.'' Per the training manual, ''ensure the balloon is completely deflated'' during delivery system retrieval. As such it is possible that the balloon profile was altered due to the additional volume added or residual fluid left in the balloon caused the balloon profile to be larger when withdrawn through the sheath leading to the withdrawal difficulties noted. As reported, ''on aspiration of the balloon, there was blood inside the inflator with presumed rupture of balloon.'' It is possible excessive manipulation was applied to overcome such difficulties, leading to the balloon damage/leakage and sheath delaminating. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal, residual fluid, excessive manipulation) contributed to the reported event. In this case, the cause of the vessel perforation cannot be confirmed, however, may be related to patient/procedural factors (non-coaxial withdrawal, residual fluid, excessive manipulation). Since no product non-conformance was confirmed, a product risk assessment escalation and a corrective/preventative action (CAPA) are not required.

Event description:
As reported from our affiliates in united kingdom, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the valve was implanted successfully. Upon withdrawal of the system, the balloon became ''stiff'' and was stuck in the middle part of the sheath. Attempts were made to pull the system and esheath out together with balloon inside the esheath; however, an iliac injury resulted. A portion of the iliac artery was found wrapped around the esheath after esheath removal. The patient underwent vascular surgery to repair the iliac and the iliac was surgically grafted. The patient is stable post procedure. Per report, on aspiration of the balloon, there was blood inside the inflator with presumed rupture of balloon. It was attempted to pull the system and esheath out together as a unit, however, the iliac ruptured during the the removal of the devices. The consultant's opinion is that the balloon ruptured due to difficulty removing system through esheath, although there was perceived adequate removal of volume from balloon, possibly due to tortuosity in the vasculature. The balloon caught the tip of the esheath, causing the inner lining of the sheath to bunch up under the balloon causing it to become stuck. This damaged the sheath and the wider diameter of the material led to vascular rupture. There was no rupture of the balloon observed prior to pulling into sheath.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the valve was implanted successfully. Upon withdrawal of the system, the balloon became ''stiff'' and was stuck in the middle part of the sheath. Attempts were made to pull the system and esheath out together with balloon inside the esheath; however, an iliac injury resulted. . A portion of the iliac artery was found wrapped around the esheath after esheath removal. The patient underwent vascular surgery to repair the iliac and the iliac was surgically grafted. The patient is stable post procedure. Per report, the balloon caught the tip of the esheath, causing the inner lining of the sheath to bunch up under the balloon causing it to become stuck. This damaged to the sheath and the wider diameter of the material led to the vascular rupture.